Event description:
Consumer is a diabetic and used the product on her left foot, causing it to become black and swollen. The foot was amputated due to the gangrene infection after the injury.

Manufacturer narrative:
Response to FDA 783 for inspection 12/2006. The inspection of the product determined it is performing well and within recommended specifications. The wax used is hypoallergenic and does not contain scents or dyes that could irritate sensitive skin. Daughter and grandson used paraffin bath first with no problems. It is more probable that the 10 year pre-existing diabetic condition of the user was the cause of gangrene and not the 4 or 5 times that the unit has been used as stated.